Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the applicator was fully deployed with the needle and cannula safely retracted inside the applicator body. The reported event of a detached cannula was not confirmed because there is no visible damage to the applicator. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. No product or data was returned for investigation, however, a photograph was provided. Based on the findings in the photograph provided by the patient's father this complaint was confirmed. The root cause could not be determined.